Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the patient had a large inguinal hernia.no concurrent procedures were performed the next day, impression of recurrence, with swelling it was a primary hernia 10 x 14 cm microval prosthesis, placed extra-peritoneally laparoscopic procedure issue with securestrap with lack of fixation at the level of the tissues no triggering event recurrence diagnosed at 1 month, during the cs for the moment the patient does not wish to be re-operated.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2023 and absorbable straps were used. The doctor saw the patient again in post-operative consultation and unfortunately the hernia fixation did not work for his patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Was the index hernia repair associated with this event performed on a primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? In what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra abdominal). The mesh fixation technique? (Single or double crown; spacing between implants). Was hernia recurrence diagnosed? If so: - how was the hernia recurrence diagnosed? - how long after the index hernia repair was the hernia recurrence first noted? - was there any triggering event prior to present recurrence? (E.g. Sneezing, coughing, strenuous activity)? Please explain the deficiencies or anomalies noted with the device straps? Please provide the date and surgical findings from any reoperation performed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was returned with no apparent damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 7 straps were delivered properly. The device trigger was locked as a normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related event captured via 2210968-2023-04243.